Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer powered up to a blank screen. The power was cycled, with the same results. The programmer was subsequently returned, with the programmer rf (radio-frequency) head, with additional information that the rf head did not light up. Both were returned for repair. There was no patient involvement.